Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in fall of 2021.